Event description:
It was reported that patient never had therapeutic effect since implant. The patient was still wore a pull-up and she could not make it to the bathroom. The patient ultimately decided to increase stimulation from 2.1 to 2.2 in program 3. The patient was concerned that if she increases any higher it might hurt. The patient mentioned that implant site was still a little sore. The patient stated her doctor told her the site was healing fine. "The patient also mentioned she has a neurogenic spastic oab, she had this issue when she was (B)(6), but it went away and came back over a year ago." The patient's status was reported as unknown. Additional information received a week later indicated that patient was instructed to change programs and to follow up in 2 weeks. The patient was 2 weeks post-operative at first appointment. It was later reported about a week later from previous call that patient was on program 3 at 2 .2 and has not had any relief since implant. The patient stated her symptoms are the same as before implant and was still leaking, soaking the pads that she had to wear at night and during the day. The patient changed to program 4 at 1.4 and was feeling comfortable stimulation. The patient has an appointment with health care provider on (B)(6) 2015. The patient felt that during the trial her symptoms seemed a little bit better. It was later reported that the patient had already previously called because her therapy was not helping with her symptoms. On (B)(6) 2015, the patient changed to program 4 from program 3. Program 4 had not helped with controlling symptoms either. The patient was on 1.5 v because higher voltage was hurting her. The patient visited her health care provider (hcp) yesterday (B)(6) 2015 and was told to try another program. During the meeting with her hcp, the hcp¿s device was not working and they could not change the program. The patient didn¿t know when the device stopped working or which device it was (the 8840 or the 3037). While on the call the patient used the programmer and it first showed the information screen message ¿batteries are low¿. The patient was able to finish programming but would need to replace the batteries. The patient changed from program 4 at 1.4 volts to program 1 at 2.4 v and stimulation felt okay. The patient then decreased stimulation to 2.3 volts and said that stimulation felt better. Later the patient said that stimulation hurt and decreased it further down to 2.2 volts where ¿she could tolerate it¿. It hurt at the implantable neuro stimulator (ins) site by her lead. It was noted that the pain was from stimulation and not the same as the surgical pain that she had felt from where her ins site was sore. On (B)(6) 2015 the patient felt comfortable stimulation in the bicycle seat area but it hurt in her back. Stimulation was decreased to 2.1 volts. Today, the patient told her hcp about the ins still being sore but that she experienced a different kind of pain that just started when she switched to program 1. At program 1 it hurt too much and she wanted to switch to program 2 but on program 2 it hurt as well. The patient switched back to program 4 and did not feel that much stimulation at 1.5 volts but when she went to 1.6 volts it hurt by the tail bone area.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0tqwf, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0tqwf, implanted: (B)(6) 2015, product type: lead. (B)(4).